Event description:
It was reported that the patient's implantable neurostimulator (ins) battery depleted prematurely due to a suspected open circuit with the lead that drained the battery. The patient had the ins replaced and no injuries were reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension: model 7482a51, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2011 (B)(6). Programmer: model 7438, serial# (B)(4). Lead: model 3387s-40, lot# v006878, implanted: 2007 (B)(6), explanted: na. (B)(4).

Manufacturer narrative:
(B)(4).